Manufacturer narrative:
Concomitant medical products: bfxc2414165 stent graft, implanted (B)(6) 2007; iexc151555 stent graft, implanted (B)(6) 2007; ilxc1515135 stent graft, implanted (B)(6) 2007. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. The lead remains in use. No patient complications have been reported as a result of this event.